Manufacturer narrative:
Section: h3, h6: the navio surgical system india, part number rob00036, serial (B)(6) and used for treatment, was not returned for evaluation. A relationship between the reported event and the device was established. A visual/functional inspection cannot be completed as no device was returned for evaluation. Review of the customer-provided video confirms the reported allegation of entire tibia being registered as high-confidence region for implant placement. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most probable cause of the reported problem is to be determined. If a navio surgical system failure occurs at any point during the surgical case, the surgical technique guide provides a ¿recovery procedure guidelines¿ table for recovering to a fully manual procedure. The reported incident was assessed from a clinical/medical standpoint: the procedure was completed with manual instrumentation and there were no significant delays in the procedure. The patient outcome is unknown. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Further investigation into the reported failure is being conducted to determine if additional actions are required.

Event description:
It was reported that, during tibia mapping stage in a navio-assisted surgery, the complete high confidence tibia was generated even though very few sample points were collected. The tibia points were collected again but still the same issue. The procedure was completed with manual instrumentation without significant delays. The patient outcome is unknown.